Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on the left side and underwent revision due to stem / periprosthetic fracture. During revision, infection was confirmed. There was shortening of the upper limb by 2 centimeters due to decrease in bone in the pelvis.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: estimated implantation time years: 8. Harm: revision surgery. Hazardous situation: bone fracture, implant fracture and infection. It was reported that the product was implanted on (B)(6) 2009 and revised on (B)(6) 2017, due to stem / periprosthetic fracture. During revision, infection was confirmed. There was shortening of the upper limb by 2 centimeters due to decrease in bone in the pelvis. In vivo time of this device is 8 years. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2020-00022.